Event description:
It was reported that the patient recently had an uncomfortable "fluttering" in the chest. It was also reported that there were very large far-field r-waves, which were being double counted and resulted in atrial tachycardia / atrial fibrillation detection. Also of concern were occasional one to three second periods of complete atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.